Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was exhibiting oversensing. The patient received one inappropriate shock and examination of the rate sense egm revealed noise and inhibition of pacing.